Event description:
The physician intended to implant a resolute integrity drug-eluting stent. The target lesion was reported to be in a moderately tortuous vessel with no major calcification. It was reported that the stent dislodged from the balloon prior to balloon inflation. Various balloons were used to deploy the dislodged stent in the rca. Another stent was successfully implanted. The patient was fine post procedure and no other clinical sequelae were reported. Procedural image review: the procedural images confirmed that the proximal to mid rca was calcified and tortuous in nature. The images capture the inflation of pre-dilation balloons in the proximal to mid rca. The images show a stent device positioned in the rca vessel. The subsequent images show the dislodged stent positioned on the guidewire. Numerous balloons of varying sizes are inflated to expand the stent. Further balloon inflations are performed within the stent prior to completion of the procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: procedural images reviewed; inherent risk of procedure (stent damage, failure to deliver the stent, stent embolism); patient's condition affected effectiveness of device. Evaluation, conclusions: known inherent risk of procedure (stent damage, failure to deliver the stent, stent embolism); device failure/lack of effectiveness related to patient condition.